Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced infection ("infection"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, infection and oophorectomy outcome was unknown. The reporter considered infection, medical device removal and oophorectomy to be related to essure. The reporter commented: other essure related surgery dated: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included abdominal pain and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (hysterectomy, salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage and infection outcome was unknown. The reporter considered infection and uterine haemorrhage to be related to essure. The reporter commented: other essure related surgery dated: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: mr received: previously reported event- medical device removal was replaced with specific event abnormal uterine bleeding, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included abdominal pain and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure removal oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: other essure related surgery dated: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.